Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 163 mg/dl. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button responds due to moisture damage on the keypad traces. No alarms were noted during testing. The insulin pump had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.